Event description:
Dr performed angioplasty using ranger drug coated balloon. I have pv cancer. No informed knowledge, risks, warnings, options or consent prior to using it on me. I only found out after reviewing pamphlet post op and saw what he'd done to me. I would have said "no". I have increasing dvts and other risks already. I'm (B)(6), suffer from ptsd, disabled ,on ssdi, and I have well documented records as I see regular dr every month. I'm also homeless. He treated me like a test subject. I'm terrified. I can't take it out of me. He didn't even bother to apologize. Dr (B)(6). Hospital is (B)(6). I need somebody, anybody to care. Ranger needs to know their product is being misused. Thank you. FDA safety report ID#: (B)(4).